Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Verification of the event details was performed. Per review, the following was confirmed: a pulmonary lobectomy was performed on system sk1401 on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the right eye of the surgeon side console (ssc) went black. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: system functionality was checked upon powering on the system and no problem was noticed. The system initially powered on without errors. The issue happened several times during the procedure, but image returned after few seconds. The issue was identified after anesthesia and port placement, about one hour into the procedure. The image returned after few seconds itself without any intervention. The procedure was completed robotically with no reported injury. Patient demographic and other patient-related information are not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereoscopic viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the reported complaint. The hrsv was installed in the system, and it started up without any errors. Ten power cycles were performed without any issues. The system was booted up in normal mode and let idle for ten minutes without issues.

Event description:
Refer to h10/h11 for follow-up information.